Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator was removed one month post implant due to a confirmed staph-infection. The indication for use was rsd/causalgia-complex regional pain syndrome. Should additional information be received, a follow-up report will be sent out.

Event description:
It was reported the implantable neurostimulator was explanted due to an infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), type extension product ID 7495-25, serial# (B)(4), product type extension product ID 3998, lot# l93441, product type lead. (B)(4).